Event description:
A review of the reported information indicates that model rf320j vena cava filter allegedly tilted. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 64 years old and weight was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for the filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.